Manufacturer narrative:
Na.

Event description:
The customer complained of discrepant inr results on coaguchek xs meter with serial number (B)(4). The customer tested on her meter at 9:00 a.m. With a result of 2.1 inr. The customer was tested on a roche meter at the doctor's office at 1:30 p.m. With a result of 3.6 inr. The customer's therapeutic range is 1.9 - 3.3 inr. No medical treatment was required. No adverse event occurred. The customer is fine. The alleged result of 2.1 inr was not located in the memory of the meter. A display check was performed and no segments were missing from the results field. The customer is not anemic and does not have antiphospholipid antibodies. The customer is not on heparin or other direct thrombin inhibitors. No changes have been made to the customer's warfarin dose. The customer is not taking any new medication and has not had any diet changes. The customer has not been ill recently and is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation. Relevant retention test strips (lot 272165) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter and master lot strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.1 inr , donor 2 inr: 2.6 inr . Donor 1 hct: 49% , donor 2 hct: 44% . Testing results: donor 1: retention meter with master lot strips: 2.1 inr , customer meter with master lot strips: 2.1 inr . Donor 2: retention meter with master lot strips: 2.6 inr , customer meter with master lot strips: 2.6 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications.